Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The patient complained within the hour after the procedure of a minor uncomfortable hot sensation. Within three days the patient complained of intense itchiness. The surgeon found small red bumps on the skin in the area where the topical skin adhesive was applied and in the area next to it. The surgeon instructed the patient to apply petroleum jelly to remove the topical skin adhesive and prescribed a topical steroid. Additional information was requested.